Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 561 mg/dl. The customer did not mention any symptoms of their blood glucose levels. Customer's current blood glucose value was 561 mg/dl. Troubleshooting was performed. The customer was admitted into hospitalized on (B)(6) 2017 at 4:00pm. The blood glucose value when admitted to hospital was 561mg/dl. The customer complained about diabetic ketoacidosis. The customer cause of hospitalization was diabetic ketoacidosis. Customer declined further troubleshooting for high blood glucose. The product was not returned for analysis.